Event description:
During a da vinci si myomectomy procedure, the pk dissecting forceps instrument allegedly was not articulating fully. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint. The pitch cable was found loose at the distal clevis hub. Both of the cable crimps remained in the clevis. When the instrument's housing was removed, the pitch cable was found to be loose at the clamping pulley but no loose clamping pulley screw was found. Electrical continuity testing was performed and passed. Additional observations not initially reported by the site were a frayed cable, scratches on the pulley, and scratches on the main tube. The loose pitch cable was found to be frayed at the distal clevis hub. There were also scratches on the surface of the distal pulley. The distal end of the main tube exhibited various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the main tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.